Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
It was reported that the patients' left knee was revised due to swelling and infection. Radical debridement with poly and patella exchange was performed.